Event description:
User facility medwatch (B)(4) received that stated that on (B)(6) 2022, around 4:47 am, the patient had a flow reading of 0.0 lpm. The issue resolved with a controller exchange.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial #: (B)(6) was returned for evaluation with the reported event of no flow. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 6 days (07apr2022 ¿ 12apr2022, 17jun2022 per time stamp). Events occurring on 17jun2022 took place during lab testing at abbott. Low flow alarms began on 12apr2022 at 03:36:10 due to the flow falling below the low flow threshold. The driveline was disconnected at 03:48:35 and the system controller was powered down at 03:49:06 and the low flow alarms cleared. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller (serial #: (B)(6) was returned for analysis. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event was unable to be correlated to an issue with the returned system controller. Multiple good faith efforts were sent to retrieve additional information including what the cause of the event is related to, patient symptoms, resolution of the event; however, no response was received. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 19nov2021. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low flow alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's nurse reported that on (B)(6) 2022, the left ventricular asist device (lvad) flow dropped to 0.0 lpm, with the patient's mean arterial pressure (map) dropping to the 50s mmhg but gradually rising to the 70s mmhg. The system controller screen read call hospital contact + low flow. Active symbols included a flashing heart and an illuminated green circle (pump on). The lvad was assessed and found to be connected to both power and the driveline. An emergent system controller switch to the backup controller resolved the incident with flows returned and map rising. It was noted that the patient was in critical condition at the time following an intracranial hemorrhage that occurred on 07apr2022. Related manufacturer report number: 2916596-2022-10614

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial #:(B)(6)) was is being evaluated for the reported event of no flow. The system controller was not returned for analysis. Multiple good faith efforts were sent to retrieve additional information including what the cause of the event is related to, patient symptoms, resolution of the event, and if the system controller would be returning for analysis; however, no response was received. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low flow alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.